Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a notification that sensing was not fully optimized. Technical services (ts) was contacted, and ts discussed reference templates. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating sensing was eventually fully optimized. There were no inappropriate therapies as a result of the lacking optimization. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to noise and oversensing. No adverse patient effects were reported. Additional information was received indicating the patient arrived at the clinic following an inappropriate shock. Noise was noted during pocket manipulation and the x-ray showed that the electrode was twisted near the s-ICD. The patient received a life vest for therapy to be turned off on the s-ICD until a new device could be placed. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and replaced with a transvenous one. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a notification that sensing was not fully optimized. Technical services (ts) was contacted, and ts discussed reference templates. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating sensing was eventually fully optimized. There were no inappropriate therapies as a result of the lacking optimization. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to noise and oversensing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a notification that sensing was not fully optimized. Technical services (ts) was contacted, and ts discussed reference templates. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating sensing was eventually fully optimized. There were no inappropriate therapies as a result of the lacking optimization. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to noise and oversensing. No adverse patient effects were reported. Additional information was received indicating the patient arrived at the clinic following an inappropriate shock. Noise was noted during pocket manipulation and the x-ray showed that the electrode was twisted near the s-ICD. The patient received a life vest for therapy to be turned off on the s-ICD until a new device could be placed. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and replaced with a transvenous one. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a notification that sensing was not fully optimized. Technical services (ts) was contacted, and ts discussed reference templates. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating sensing was eventually fully optimized. There were no inappropriate therapies as a result of the lacking optimization. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered an inappropriate shock due to noise and oversensing. No adverse patient effects were reported. Additional information was received indicating the patient arrived at the clinic following an inappropriate shock. Noise was noted during pocket manipulation and the x-ray showed that the electrode was twisted near the s-ICD. The patient received a life vest for therapy to be turned off on the s-ICD until a new device could be placed. Subsequently, the patient underwent a revision procedure and the s-ICD system was explanted and replaced with a transvenous one. No additional adverse patient effects were reported.